Event description:
It was reported that the patient presented to the emergency room for unrelated lung issues. A chest x-ray revealed that the lead had dislodged and loss of capture was also noted. The patient was asymptomatic. The lead was repositioned on (B)(6) 2014.